Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7075570.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device components were not returned as it was kept by the medical facility. No further information has been obtained despite good faith efforts.